Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after insertion of a sensation 40cc intra-aortic balloon (iab) there was fiber optic sensor failure and there was no arterial pressure waveform. The patient was undergoing coronary artery bypass for coronary artery disease. Insertion of intra-aortic balloon was required for hemodynamic instability and st elevation. It was placed in right groin-femoral determined by tee by anesthesia; showed balloon/inflating/deflating however machine did not show arterial waveform and error reported failed optical sensor. The customer switched intra-aortic balloon pumps, but still received the same message. The customer then replaced the iab without fail. There was no injury to the patient.